Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. (B)(4).

Event description:
It was reported that a patient had a mentor smooth round high profile 310 cc saline prosthesis placed and experienced right sided breast pain post procedure. Additionally, migraines, swelling in the legs, numbness in the legs, swelling the arms, numbness in the arms, swollen glands, irritability, insomnia, and infertility were all noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No root cause or diagnosis from a health professional was identified. This was reported previously by a non-mentor entity under mw5084387.